Event description:
It was reported that a part of the guidewire broke off into the patient during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The broken wire was removed, and the procedure was completed with the same device. The procedure and anesthesia were extended by approximately 5 minutes. There were no reports of patient harm.